Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported a patient death occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was successfully implanted. The patient did not show up for their 45 day follow up appointment. The laa coordinator at the hospital found out from the patient¿s family that the patient had passed away. The cause of death is unknown.